Event description:
Ous MDR - after an implantation time of about 77 months, it was reported that the patient became nauseated during a tennis game, and he subsequently received a shock by the ICD. It was also reported that the device could no longer be interrogated during a subsequent follow-up on (B)(6) 2016. During the following explantation on (B)(6) 2016, interrogation was also not possible. The lead was reconnected to the new device. The subsequent measurements were unremarkable. The ICD was explanted and returned to biotronik.

Manufacturer narrative:
After its receipt, the ICD was first inspected visually. In the process, the sparkover traces were detected on the ICD housing. The dot-shaped spots of melted titanium indicate a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead. In agreement with the clinical observation, it was not possible to interrogate the ICD. For that reason, the ICD housing was opened in the next step, and the inner structure was examined. During the inspection, damage to the final shock stages of the electrical module could be determined. This damage is most likely the result of a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. The damage to the module subsequently led to a permanently increased current uptake and then to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, during which a low-ohmic contact of the high-voltage conductors occurs. A defect insulation of the lead in the pocket area can therefore not be ruled out. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The damage to the final shock stages led to a complete discharge of the battery and this to the clinical observation. There were no indications of a material defect or manufacturing error.